Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The medwatch report states: the pt was admitted to the hosp for removal and replacement of depuy asr recall total hip prosthesis. The pt had a monoblock metal on metal bearing. She had pain since her original surgery on (B)(6) 2007. It is suspected that she had a metal wear reaction. There was some minor lysis along the inferior cup. This total hip prosthesis had been placed on (B)(6) 2007. The only documentation available was that a 48 mm cup was placed and a size 3 standard offset summit stem was used as well as an ultimate metal head with a +2 neck taper. No identifying numbers were recorded in the medical records.